Manufacturer narrative:
H.6. Investigation: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for leakage with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that blood leaked during draw from barrel with a bd vacutainer® push button blood collection set. This occurred on 2 separate occasions, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: the blood leaked from barrel while drawing blood.

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: medical device type: jka, fpa. Common device name: blood specimen collection device; intravascular administration set. Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that blood leaked during draw from barrel with a bd vacutainer® push button blood collection set. This occurred on 2 separate occasions, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: the blood leaked from barrel while drawing blood.